Event description:
In 2001, doctor had just inserted first trocar when screen went blank. Procedure was aborted and rescheduled. Trocar entrance was sutured and bandaged and the pt went home. Pt returned for rescheduled laparoscopic cholecystectomy procedure 1 week later. Hospital used karl storz loaner camera to conduct procedure. There was no adverse effect from the first trocar entrance and the procedure was successfully completed. Pt was released and pt's condition is fine.